Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was a result of the baths on the instrument were overflowing, and the leak was not contained. The customer reported incomplete test results were generated for samples. The operator was wearing gloves, goggles, and a lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Beckman coulter customer technical support assisted the customer to evaluate the instrument . The vacuum chamber and the foam trap were full of fluid. The customer was assisted over the phone and replaced the vacuum isolator chamber and the fluid barrier. Service was dispatched to check the analyzer as the issue remained unresolved. On 05/15/2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the wbc (white blood cell) bath, resolving the overflow. (B)(4).